Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the software was unable to be updated due to software not migrated to windows. Analysis also found a loose ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly. The printer does not print, printer status is overheated; mpu (main processor unit) printed circuit board assembly found out of electrical specification. (B)(4).

Event description:
It was reported the programmer couldn't be updated via internet for r-wave analyzer / protecta enhancements. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.